Event description:
The string broke off (barely pulling on it) [device breakage]. Ended up having to go to doctor to have the tampon removed [foreign body in reproductive tract]. The few tampons I used did not absorb [device effect decreased]. Case narrative: on 12-jul-2024, a spontaneous report was received from a consumer regarding a 44-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date in (B)(6) 2024 (reported as recently, relative to (B)(6) 2024), the consumer started use of playtex sport plastic, unscented. On an unspecified date in (B)(6) 2024, the consumer opened the box and the few tampons she used did not absorb and when she tried to remove the last one she used, the string broke off when she barely pulled on it. Subsequently, she ended up going to the doctor to have the tampon removed. As of (B)(6) 2024, continued use of the product was not reported, but she did throw out the rest of the box. No additional information was provided.